Event description:
The device was replaced due to field advisory and tested out of specification consistent with that advisory notice. No patient complications have been reported as a result of this event.

Event description:
The device was replaced due to field advisory. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: no anomalies found. Further review of the device memory reports indicate the device was functioning at the time of explant. The output bond wires were damaged during the explant procedure or shipping of the device for analysis. Therefore the final analysis results indicate the device had no anomalies.